Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 243 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as a seizure and severe thirst. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer stated their pump drive support cap was flush, and the pump treated incorrectly when they gave a bolus. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.